Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. No alarms in event log history relating to reported problem. During analysis, the reported issue was unable to be duplicated. Force sensor values were within specification. No action taken for reported problem since no problem was found. Performed power up process, pm, calibration and all functional tests which passed.

Event description:
It was reported that the force offset out of range was experienced.

Manufacturer narrative:
B5: additional information received, by smiths medical/ICU on 23-may-2022 via email. And attached to complaint object. No patient involvement. H6: event problem and evaluation codes: updated.